Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via the right femoral artery. The 16mm long target lesion was 70-80% stenosis of a previously implanted unknown stent. The lesion was located in the mildly tortuous, moderately calcified, 2.25mm in diameter right coronary artery (rca). Another manufacturer's 6f guide catheter was inserted and the lesion was pre-dilated with a 2.20mm non-bsc balloon catheter. This 2.25x16mm ion stent was selected for treatment; however, the stent delivery system would not pass the in-stent restenosis despite three attempts. The device was removed from the body when it was noted the stent struts had frayed. The device was not used. The lesion was then pre-dilated again with a non-bsc 2.5x20mm balloon catheter and a different 2.25x16mm ion stent was implanted without issues. A 3.5x20mm ion stent and a 3.5x24mm ion stent were also implanted more proximal without issues. The procedure was completed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: analysis of the returned complaint device found blood in the guide wire lumen. The balloon was tightly folded with the stent secure between the markerbands. There was one stent strut lifted in the first distal row of stent struts. There was no other damage to the stent. There was no damage noted to the stent delivery system. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via the right femoral artery. The 16mm long target lesion was 70-80% stenosis of a previously implanted unknown stent. The lesion was located in the mildly tortuous, moderately calcified, 2.25mm in diameter right coronary artery (rca). Another manufacturers' 6f guide catheter was inserted and the lesion was pre-dilated with a 2.20mm non-bsc balloon catheter. This 2.25x16mm ion stent was selected for treatment; however, the stent delivery system would not pass the in-stent restenosis despite three attempts. The device was removed from the body when it was noted the stent struts had frayed. The device was not used. The lesion was then pre-dilated again with a non-bsc 2.5x20mm balloon catheter and a different 2.25x16mm ion stent was implanted without issues. A 3.5x20mm ion stent and a 3.5x24mm ion stent were also implanted more proximal without issues. The procedure was completed. No patient complications were reported and the patient's status is fine.